Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken grip cable to be related to the customer reported complaint. The mcs instrument was found to have a broken grip cable at the distal end. Visual inspection did not find any other damages. The root cause of the broken grip cable is attributed to a component failure. A review of the procedure log showed the mcs instrument (part# 470179-19 / lot# k14220620-0361) was used on (B)(6) 2022 during this sleeve gastrectomy surgical procedure with system (B)(4). The mcs instrument had 3 uses remaining. Images of the mcs instrument related to this event were received. A review of the submitted images was performed by the regulatory post market surveillance (rpms) specialist. From one of the images provided, there doesn¿t appear to be conductor wire damage. One of the mechanical cables was found to be broken. The customer also provided an image of the instrument housing with no obvious damage. Failure analysis of the returned product is required to determine the root cause of the reported issue. This complaint is being reported due to the following conclusion: it was alleged that the mcs instrument movement was abnormal during a da vinci-assisted sleeve gastrectomy surgical procedure. The allegation could be related to the potential for unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer discovered that the monopolar curved scissors (mcs) instrument cable was exposed. The mcs instrument was reportedly inspected prior to use, and no issues were noted. The surgeon felt that the mcs instrument movement was abnormal, and the wrist would not move properly. The customer replaced the mcs instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed a follow-up on 21-oct-2022 and obtained the following additional information regarding the reported event: the surgeon observed the instrument movement was close to unintuitive/uncontrolled motion. The surgeon was dissecting alongside the stomach at the time of the event. There is no video recording of the procedure, but an image of the instrument damage was provided.